Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture surface of the broken inner shaft was sloped (i.e., not normal to its cross section) indicating that the tip did not fail in pure torsion. The tip was likely bent off axis, making it difficult to disengage the interbody, leading to over-torquing the tip. The damage to the inner shaft was likely caused by levering on the inserter with excessive force during implant insertion.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a surgery took place in which a interbody inserter tip broke during the insertion process. The tip remains in the patient confined to the interbody.